Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Due to the bd code, the s-ICD was also emitting tones. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. No patient consent was given for this s-ICD and it is not expected for return at this time. If pertinent information is provided in the future, a supplemental report will be submitted.